Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer providing adequate pain relief despite reprogramming. The patient underwent a system explant procedure and was doing well postoperatively. The explanted device components were discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.